Manufacturer narrative:
Pc(B)(4). Patient codes : (B)(4) - hypersensitivity; (B)(4) ¿ swelling; (B)(4) - dermatitis. Device codes: (B)(4) ¿ allergic reaction occurred; (B)(4) - dermatitis occurred. Possible allergic reaction from dermal tape. Patient underwent stryker tka on (B)(6)/2018 with normal anterior approach. Length of incision is approx. 10 inches. Dermal tape applied with thin layer of glue and large tegaderm with pad was used for dressing for the first 2 weeks. Patient has no known allergies or contact dermatitis. His recovery has been uneventful. He notified office for erythema on (B)(6)/2018. He was seen that day and he reported that he removed his dermal tape about 3-4 days later and that¿s when he thought the erythema and swelling started and has been slowly worsening. Physical exam showed moderate effusion with anterior knee erythema and weeping skin with raised pores. The patient complained of burning and itching skin. The patient then returned for recheck on (B)(6)2018 and the effusion and area of erythema had increased in size. The patients skin still had appearance of contact dermatitis but due to size of effusion, prepatellar bursal aspiration and intra articular aspiration were performed with cell count and synvasure culture as well as crp, esr and cbc. All labs came back within normal limits. Patient was also placed on keflex 500mg bid x 7 days after aspiration. Patient was again seen on (B)(6)2018 and the appearance of his knee was improving as well as his reported itching and burning skin. No skin weeping. Patient returned again on (B)(6)2018 and reported improvement of his condition with decrease erythema, no skin weeping. Patient notices increasing knee effusion and erythema as well as burning skin while in washington dc and notified office on (B)(6)2018. Patient was placed on clindamycin 300 mg tid. Patient was seen in office on (B)(6)2018. The patients knee was swollen with dramatic erythema. The patient underwent washout of prepatalla bursa and joint on (B)(6)2018. Patient was then closed with staples and no glue or adhesive dressing was used. PICC line was placed and the patient will continue with IV rocephin for 4 weeks. The patient was doing well at his last office visit on (B)(6)2018. Cx from washout were negative. Of note is that the patient had tegaderm dressing placed over incision a few days after his washout and his rash started to appear again. He took off dressing and has not had another issue with his rash. The patient has no known drug allergies.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos. Initial procedure date. What was the angle of the knee during application? Please describe how was the adhesive applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a knee surgery procedure on an unknown date and topical skin adhesive was used. On a routine 2 week post-op follow up, the patient presented with some type of reaction. Two days after removal of the device, the patient presented again with erythema and skin weeping. The joint was aspirated and lab work done, but no abnormal results. The patient had also experienced burning and itching. Benadryl and steroid cream were provided and the patient improved. Additional information has been requested.